Event description:
The customer's parent reported via telephone call that the insulin pump froze and the buttons were unresponsive. The blood glucose reading was 191 mg/dl. The customer reported that the insulin pump then alarmed for a button error. The customer did not recall any significant event leading to the alarm. The customer was advised to discontinue use of the insulin pump and no revert to a back up plan per a health care practitioner's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. The insulin pump was received with minor scratches on lcd window.